Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings. The customer¿s blood glucose was 438mg/dl and the sensor glucose was 194mg/dl at the time of the incident. The customer was assisted with trouble shooting. The sensor will be returned for analysis.